Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: one open 31g x 5mm pen needle sample and 5 photos were returned from lot. No. 7299673 cat. No.320129. Visual examination was carried out on the returned sample and photos and it showed that there is purple dust on the cover and hub. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most probable root cause is teardrop label dust blown onto unit from cleaning of the station prior to sealing. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.